Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported one-link non-dehp y-type microbore catheter extension set leaked. During a laboratory draw, the nurse observed the ¿y connector to the cvp/medline is leaking when meds pushed/flushed manually¿. Additionally, while infusing unspecified IV medications via an unspecified infusion pump, no leak was noted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3 and h6. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, including pressure and clear passage testing; and no blockage or leaks were observed. Furthermore, pull testing was completed with no separation detected. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.